Event description:
It was reported that the customer changed the battery in the insulin pump and then received the battery out limit alarm. The customer changed the battery again and then received the unexpected restart alarm on the insulin pump. The customer's blood glucose was 272 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she also received the external ram crc error alarm. The customer stated that the insulin pump had not been stored or not been used for an extended period of time. Advised customer that the insulin pump experienced an unexpected restart. Advised to monitor the insulin pump and call if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.